Manufacturer narrative:
Approximate age of device: seven months and 5 days. The patient remains ongoing on vad support. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported gi bleed could not be conclusively determined through this evaluation. The heartmate ii (hmii) instructions for use lists bleeding as an adverse event that may be associated with the use of the hmii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with gastrointestinal (gi) bleeding after having 2 dark tarry stools. A esophagogastroduodenoscopy (egd) came out negative, and a colonoscopy found 1 area and it was clipped. Coumadin therapy was administered for 1 day and acetylsalicylic acid was (aspirin, asa) continued. The patient was discharged on (B)(6) 2018 in stable condition. The patient's hemoglobin was 9.8 g/dl upon admission and 9.9 g/dl at time of discharge. The patient's hematocrit was 30.2 % upon admission and 30.0 % at discharge. One unit of packed red blood cells (prbcs) was given to the patient for the blood loss. Additional information was requested but has not been provided.